Event description:
It was reported that patient experienced hyperglycemia and ketones for 2 days. Pump was removed and patient's elevated blood glucose was successfully treated with insulin injections by nurse.

Manufacturer narrative:
The nurse reviewed the pump settings and history; she reported that the bolus amounts in the pump history were correct; the basal history matched the basal program settings. The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues or alarms.